Event description:
A beckman coulter field service engineer (fse) reported a diluent leak of an unknown amount at the sweep flow port of the blood sampling valve involving the lh 500 hematology analyzer, while troubleshooting a previously reported white blood cell (wbc) and hemoglobin (hgb) vote out issues. The fse also noted a second leak which he believed to be coming from pre-prep latron control tubing (ff29-2) at pinch valve pv11 on the blood sampling valve (bsv) module. The fse stated that both leaks were not contained within the instrument. The operator was wearing a laboratory coat and gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
The beckman coulter field service engineer (fse) replaced the connector of the sweep flow port and the red blood cell (rbc) aperture o-rings to resolve the leak at the sweep flow port of the rbc aperture. The fse then replaced the worn pre-prep latron control tubing ff29-2 to resolve the second leak. The fse replaced the blood sampling valve (bsv) assembly and actuator to resolve the previously reported white blood cell (wbc) and hemoglobin (hgb) vote outs issue. Failure mode of the event is attributed to the connector on the sweep flow port, rbc aperture o-ring, bsv assembly, faulty bsv actuator, and worn ff29-2 tubing at pinch valve pv11. Results: rbc aperture o-ring and bsv assembly. (B)(4).